Manufacturer narrative:
This MFR report #2031642-2019-08089 is a duplicate of an event previously reported under MFR report # 2031642-2019-07898. Any additional information will be submitted under the initially reported MFR #2031642-2019-07898. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis of the returned part indicates: root cause: contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix of the new nav-ring production process that caused the nav-ring not to function. Root cause: contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix of the new nav-ring production process that caused the nav-ring not to function.

Event description:
The customer reported that they cannot adjust the display or any parameters with the nav-ring. There was no patient involvement.